Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the setscrews at the header of the pacemaker were not tightening despite changing the hex wrench. The pacemaker was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of the atrial and ventricular setscrews could not be tightened on the leads was confirmed. Analysis revealed that the user/physician was making incorrect wrench insertions into the a- and v-setscrews. Without correct wrench insertions the wrench cannot apply the required torque needed for the wrench to click indicating the setscrew is fully tightened. Incorrect wrench insertions will also strip the setscrew inset preventing the tightening of the setscrew and the wrench clicking which has occurred in both setscrews. The problem is related to the user¿s incorrect use of the torque wrench.